Manufacturer narrative:
The reagent lot number is 77493005 and the expiration date is 30-jun-2025. The field service engineer (fse) found that the pinch tubing was compromised and replaced it. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient sample on a cobas e 411 immunoassay analyzer. The customer was having repeatability issues with patient samples which prompted them to repeat previous patient samples that had low initial results. The initial hcg result was 1.48 miu/ml with a flag. The sample was repeated twice and the results were 546.0 miu/ml with a flag and 520.5 miu/ml with a flag. The repeat results were deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The sample was a serum sample. The calibration was last performed on (B)(6) 2024 and it was acceptable. Qc recovery was outside of the customer's established ranges and when repeated, it was within the ranges. The alarm trace showed no sipper-liquid level detection alarms. The service actions (replacing the pinch tubing) resolved the issue. No further issues were reported afterward.